Manufacturer narrative:
Other occupation: business unit manager, (B)(6). Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was missing the unit label.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was missing the unit label.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a missing label on the tube of the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues relating to the labels was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for a missing label with the incident lot was observed. Evaluation of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.